Manufacturer narrative:
Sections with additional information as of 08-june-2023: h6: updated FDA's type of investigation, investigation findings, and investigation conclusions. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strips tested within specifications. Most likely underlying root cause: mlc-069: using incorrect test strip.

Event description:
Consumer reported complaint for error message (e-4). Customer stated she had just purchased the meter that day. Customer was using the incorrect test strips for the meter; customer was using true metrix test strips with the true focus meter. Customer stated she would attempt to get replacement from the pharmacy. The customer did not feel well; customer did not provide any details regarding her symptoms. Medical attention was not needed at the time of the call. Customer did not advise she not been feeling well before she had purchased the meter.

Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to symptoms related to diabetes (unspecified). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-069: using incorrect test strip note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved - unable to establish contact with customer at this time.